Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal saline via an implantable infusion pump. A catheter fracture was reported and confirmed. The pump was stopped on (B)(6) 2015. There were no patient symptoms. Diagnostics, troubleshooting, intervention, patient information, and event outcome were not provided. Additional information has been requested but was not available at the time of this report.